Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended.

Event description:
It was reported that this device exhibited a battery depletion error message and was beeping. Data was submitted to technical services (ts) for a longevity and functional evaluation. Ts confirmed multiple magnet detections prior to this alert. For this reason, it is suspected the patient was undergoing a surgical procedure, at which time magnet application would have been appropriate. A review of the battery power consumption shows the device is depleting normally; the next in office interrogation will clear the fault and stop the beeping. Technical service recommended to continue normal, routine follow-up. No further completions were reported and to date, this device remains implanted and in service.